Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised. As reported: "pt. Presented with hip pain. Imaging and lab-work suggested aseptic loosening of her acetabular shell. A shell, insert, and ceramic head were revised. Rep confirmed that there were no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.